Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The drill bit was broken when drilling to make a screw hole during the surgery. There was no adverse consequence to the patient.

Manufacturer narrative:
Conclusion and justification status: the complaint states the above product (item no: 236684000, lot no: unknown) was broken when drilling to make a screw hole during the surgery. A review of complaint databases did not identify any anomalies. The product has been returned for investigation. Part lot number (ng31637) indicated that the instrument was manufactured in february 2012 (63 months old). Upon visual inspection, the complaint has been confirmed. Further damage to the drill flutes (chipping, blunting) was noted, which were indicative of wear and tear through normal use. This comact can be closed as per wi (B)(4). The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.